Event description:
In 2008, sale representative had a phone conversation with the user facility. She said that the hosp lab had stopped using nihon kohden eeg electrodes. She stated that the electrodes were causing bruising on a number of patients. The facility has since begun using another MFR's electrodes, made a few changes to their "hook up" of the patients and the problem has not reproduced itself. It was the eeg tech's impression that the nk provided electrodes were the cause of the problem, not the "hook up" procedure. However, there was no detail info regarding the "hook up" procedure or the usage of eeg gels was provided.